Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a post op two week and at that time the right ventricular lead threshold was noted to be high. The next day, the patient underwent a reposition of the right ventricular lead. During the revision, there was no ventricular output, loss of left ventricular capture and the patient went asystolic once the rv lead was disconnected from the device as the patient is completely dependent on the device. Three days later, the patient was in church and had a near syncopal episode. The next day, the device was interrogated and the right ventricular lead was found to have high and varying thresholds again. That day, the patient was admitted and the right ventricular lead and the device were explanted and replaced. No further patient complications have been reported as a result of this event.